Manufacturer narrative:
No serious injury alleged. Leg allegedly broke off. Product was approximately 2 1/2 years old at the time of incident. Product has not been returned for an eval, so it is unk if a malfunction occurred of if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The walker leg allegedly broke off. No injury is alleged.